Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.301 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power filter module was replaced which successfully resolved the issue. The ground resistance test subsequently passed at 0.070 ohm. CAPA 34 was initiated to investigate the root cause of the ground resistance test failure. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.301 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power filter module was replaced which successfully resolved the issue. The ground resistance test subsequently passed at 0.070 ohm. No patient involvement was reported.